Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to the patient undergoing radiation therapy. No new lead was implanted. No additional adverse patient effects were reported.